Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of a plastic surgery, the thread of the device was broken. To resolve the issue, other suture was used. There was no patient injury.